Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit's pump is not filling up, unit is down.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit's pump is not filling up, unit is down. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Tested unit and performed all pneumatic leak tests, all passed to specifications. Examined fault logs and observed no lethal codes. Ran pump fro 45 minutes and observed no failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units pump is not filling up, unit is down. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.